Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the battery voltage was depleted and the analyzer did not pass systems tests. As a result the analyzer was removed and replaced. (B)(4).

Event description:
It was reported that the analyzer was not working. The analyzer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.